Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. The set had a score on the tubing. No other defects or abnormalities were observed. An air under water pressure test was performed. No observation of a leak at the solvent joint or from the score on the tubing. The slide clamp showed no signs of damage that could potentially cause tubing damage. The customer complaint was unable to be replicated. With manufacturing review of this complaint, the root cause is unknown, a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that set 22059e is rupturing under pressure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.